Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states they are having trouble with the external power and the device keeps turning off randomly. Customer states no pt involvement.